Event description:
Customer reported during event 1, device = 171 mg/dl. Paramedics were called and their device = 33 mg/dl within one minute. Customer was given a glucogon IV. Customer stated during event 2, device = 194 mg/dl and paramedics device = 38 mg/dl. Customer was given a glucagon IV and was transported to the hosp where remained for five hours. Customer stated during event 3, customer was taken to the ER and given a glucogon IV. No device values were given prior to event 3. No controls used. A request was made for return product and replacement product was sent.